Event description:
It was reported that during a percutaneous coronary intervention, foreign material was identified. The patient presented with an emergent myocardial infarction. Angiography was performed and a triple vessel intervention was planned. Vascular access was obtained via the right femoral artery. The first target lesion was 75% stenosed and located in the distal right coronary artery. A 6fr runway jr 4 guide catheter was placed and the kinetix guide wire was advanced across the lesion. A 2.75x23mm promus stent was implanted and post-dilation was performed resulting in 0% residual stenosis. The second target lesion was located in the 75% stenosed mid circumflex artery. The guide catheter was exchanged for a 6 fr runway cls 3.5 guide catheter and the kinetix guide wire was placed across the lesion. A 3.0x28mm promus stent was implanted and post-dilation was performed resulting in 0% residual stenosis. The third target lesion was 90% stenosed and located in the first diagonal artery. A 2.0x15mm apex balloon catheter was advanced to this lesion and inflated twice, to a maximum of 8atms. A 2.25x8.0mm taxus liberte atom was deployed and post-dilation was performed resulting in 0% residual stenosis. At an unspecified time during the procedure, the kinetix guide wire was withdrawn and a small blue substance was identified on the tip of the guide wire. It was further reported that the substance appeared to possibly be a fiber from a blue towel. It is unknown if the substance entered the patient. The device was exchanged for another kinetix guide wire at that time. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed no damage, foreign material or discoloration. The foreign material was not received with the device as indicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is 'not confirmed' as there was no evidence of the reported issue. (B)(4).